Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hair was observed inside the ¿plastic portion¿ of an integrated apd set w/cassette. This was observed during an unspecified process step of automated peritoneal dialysis (apd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a small pm inside the cut cassette sheeting. The reported condition was verified. The cause of the condition was due to the cassette welding operation during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to h6: investigation findings: replace c1601 with c16. Correction made to h6: investigation conclusions: replace d0301 with d15. Correction made to h10: the device was received for evaluation. Visual inspection was performed and hair was observed wrapped around the coil of the set outside the fluid pathway. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.